Manufacturer narrative:
Additional FDA product code: dqe, dqo, kra. Device is not available for return. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. The lot number was not provided thus a device history record was not reviewed. No corrective actions will be taken at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that, during use, a swan ganz catheter had inaccurate readings. The catheter was removed the next day. No allegation of patient injuries.